Manufacturer narrative:
Pump was monitored. All operating currents tested within spec range. No failed batt test alarms noted. Pump passed prime/a33, displacement and basic occlusion tests. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Cracked reservoir tube lip and scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was performed. The device was returned for analysis.